Event description:
It was reported that the patient's stimulator worked great for her pain until scar tissue developed in her body due to arachnoiditis. The patient's device was explanted and the hcp took out large knots of scar tissue as well. The electrode remained in the patient's body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# la4346, implanted: (B)(6) 2002, explanted: na; extension: model 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk; extension: model 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk; programmer: model 7435, serial# (B)(4).